Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device did not display an image on the 180 series scopes. This was attributed to a faulty patient board set.

Event description:
As reported for this event, the devise yielded no image with a certain type of probe. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is confirmed that the design of the dr board was changed on april 16, 2018. It is unclear whether this design change is involved in the issue of no image. There is no repair history for this device.